Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump passed displacement test, self- test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 517 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. When asked if the insulin pump was exposed to high magnetic fields, they stated that they went through the airport. The customer was assisted in clearing the alarm and performing a rewind. The customer stated that they were able to complete pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined troubleshooting for the high reading. The insulin pump will be returned for analysis.